Event description:
Essure was placed in me a year and a half ago. Since, my health has significantly declined! I am a single mother of 4 and now I am unable to work, take care of my kids, clean my house, cook, wash clothes, and practically am on bedrest. I am in pain most everyday of my life. I have severe abdominal pain, bloating, itchy skin, brain fog, heavy bleeding, blood clots on my menstrual cycle (which lasts for much longer than before) my body aches, my joints hurt, I am very emotional and have panic/anxiety attacks now. None of these symptoms did I have before essure. Please by the grace of god, help me!